Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation states compliance message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre, and observed the pca burned, touch screen does not work cannot be tested. The customer complaint was not reproduced. There was 1 error has been identified. The device was scrapped.